Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the x-port isp m.r.I. During the procedure, the catheter did not glide through the sheath and further reported that the sheath was partially peeled apart during insertion the procedure was completed using another device. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure using the x-port isp m.r.I. During the procedure, the catheter did not glide through the sheath and further reported that the sheath was partially peeled apart during insertion the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one partially peeled 8.0fr peel-apart sheath was returned for evaluation. Gross visual and functional evaluations were performed. The sheath was noted to be peeled from the t-handle into the proximal portion of the sheath shaft. An attempt to load the returned vessel dilator to the peel-apart sheath was performed and was successful. An attempt to remove the vessel dilator from the peel-apart sheath was performed and retracted with slight resistance. Therefore, the investigation is inconclusive for the reported failure to advance and premature separation issues as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.